Event description:
It was reported that the patient presented for a routine implant. It was noted that prior to insertion in the patient's body, the lead could be retracted but it could not be retracted during positioning once in the body. It was also noted that a stylet could not be inserted into the lead's lumen during the procedure. The lead was exchanged successfully. There were no reported patient consequences.

Manufacturer narrative:
The reported events of a helix mechanism issue and stylet could not be insert were confirmed. A complete lead was returned in one piece with the helix extended/stretched/bent and clogged with blood/tissue. X-ray examination found the severely over torqued inner coil in the connector region consistent with procedural damage. The helix mechanism test and the stylet evaluation could not be performed due to the as received condition of the helix and inner coil. The cause of the reported events was isolated to the stretched/bent helix in the helix region and the inner coil over torqued in the connector region consistent with procedural damage.